Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and cloudy fluid. The cause of peritonitis was unknown. The patient presented to the hospital and was admitted for abdominal pain and cloudy fluid. The following day, the patient was diagnosed with peritonitis and was started on unspecified antibiotics for the peritonitis. The same day, the patient was discharged from the hospital. Three days later the antibiotics were changed (unknown, no further details) for the peritonitis. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information is available.